Event description:
Instrument breakage occurred during tha surgery for oa on (B)(6). The connection part of the drill bit in question to the drill shaft broke when the surgeon tried to use the screw to the cup. The broken part of the drill bit remained inside the drill shaft in question, so that the drill shaft was unable to reuse. The surgery was complete with a three-minute delay. There was no harm to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for product code 2274-52-000. The lot number for product code 2274-56-000 was not provided. A two-year search of the complaint database did not identify a trend. The complaint is non-verifiable. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.